Event description:
It was reported that the left ventricular (lv) lead dislodged due to the patient's venous anatomy and the lv lead was unable to capture at max output. Therefore the lv lead was removed and replaced with a new lead. It was noted the patient is part of the miracle ef study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the lead segments was returned to the manufacturer and analyzed and no anomalies were found. The lead had apparent explant damage. Concomitant product: 5076 x2 implantable pacing lead (B)(6) 2013. (B)(4).